Event description:
It was reported that "the surgeon went to final tighten and the set screw started to fret titanium shards into the wound. The surgeon commented on it, then removed shards and continued on with the case".